Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a loose stress member was not confirmed. Visual inspection of the unit showed no signs of physical abnormality that could have caused the reported issue. A functional test was subsequently performed by manually inserting a terumo syringe in the infusor's fill-port. As a result, the terumo syringe was able to be easily inserted in the infusor's fill-port without any problem. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report of an infusor that had a loose stress member which was observed during filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.